Event description:
A healthcare provider reported that they had pumps where something had not worked because the catheter was broken. No patient symptoms were reported. The medication used within the system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).